Manufacturer narrative:
The device was received for investigation. The device was interrogated and the reported event of backup vvi was confirmed with no high voltage defibrillation therapy available. There was a hardware reset on the device and the cause of the reset was due to poor telemetry between the device and transmitter that resulted in the device entering backup mode.

Event description:
During a follow-up, the device was noted to be in backup vvi mode. The device was explanted and replaced to resolve the event and the patient's condition was stable.